Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Note: customer owns two adc meters but did not have the serial number for the second meter available at the time of the call. Although this report involved training issues, product was initially requested back and replacement products were ordered for the customer. Product investigation is not required. A follow-up call with customer confirmed they are satisfied with the replacement products they received. This is a final report.

Event description:
An adc customer called requesting training on how to properly code both of their meters. At the time of the call the customer did not have their meters available to complete the training. The customer then stated they experienced hyperglycemic symptoms, but was not clear what meter and specific product issue contributed to their symptoms. They stated they self-treated with metformin and were seen at a health care facility, diagnosed with hyperglycemia and treated with insulin. It is unknown if insulin is outside of the customers normal treatment regimen. A follow-up call was placed to clarify the medical event and customer refused to answer any additional questions. There was no report of death or permanent impairment associated with this report.